Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.

Manufacturer narrative:
The reported complaint of error 5 was not reproducible during analysis. The returned product functioned properly during the evaluation and passed all diagnostic testing. An error 5 was confirmed to have occurred on the reported event date by reviewing available log files. No hardware or software abnormalities that would have resulted in the reported event were identified.